Manufacturer narrative:
Returned device was received in good physical condition. During the evaluation of the device, the issue was able to be confirmed. The optic flex sensor was found to be defective. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump presented with "error code 41541". This was an out of box failure. This was found prior to use. There were no reported adverse events.